Event description:
Information was received from a foreign healthcare provider (hcp) via company representative (rep) regarding a patient receiving lioresal unknown dose and concentration. It was reported that during a synchromed pump replacement case, the physician noticed that the 8731sc catheter had been coiled around the front of the pump, where the reservoir port was. That meant that it was possible the catheter could have been punctured by the refill syringe during previous refills, although there were no patient symptoms to suggest that had happened. The physician then aspirated cerebral spinal fluid (csf) from the catheter access port (cap) chamber to confirm the catheter was working ok. They were able to get csf, however there were bubbles in the syringe which suggests there was air in there too, and perhaps the catheter had been damaged. We then replaced the pump segment of the 8731sc intrathecal catheter. The hcp would like the old pump segment to be sent back to our lab for analysis to check if it was indeed punctured, and if that could have been what caused the bubbles in the csf during aspiration. There were no environmental/external/patient factors that may have led or contributed to the issue. Pump segment revised, but patient may get a full revision to 8780 catheter in the near future. It was reported that there was no suspected faults with pump but included in report for clarity. The issue was reported as resolved at time of report. The patient's age, weight, and medical history were asked, but unknown. The patient's status was alive - no injury.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown implanted: explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a company representative (rep) providing the patient's pump and catheter serial/lot numbers and model numbers. The pump was disposed of, but the catheter would be returned.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# 206898239 explanted: (B)(6) 2026 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(6) , edtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.